Event description:
It was reported that the patient presented to clinic for routine generator change. Screening prior to the procedure of the right ventricular (rv) lead found externalized conductors. On (B)(6) 2024, the rv lead was capped and new rv lead was implanted. The patient was in stable condition.